Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 09/2020) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately five years one months and nine days post stent placement procedure for the proximal and distal superficial femoral artery stenosis, the subject had an adverse event of occlusion of the right proximal superficial femoral artery lifestent and occlusion of the totality of right superficial femoral artery. The reported event was allegedly not related to the study device and study procedure. Reportedly, the adverse event was not resolved and the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the investigation of the provided information the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g. Restenosis, thrombosis, vessel occlusion. Holding and handling of the system for regular deployment was found sufficiently described. H10: g3. H11: h6 (method). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately five years one months and nine days post stent placement procedure for the proximal and distal superficial femoral artery stenosis, the subject had an adverse event of occlusion of the right proximal superficial femoral artery lifestent and occlusion of the totality of right superficial femoral artery. The reported event was allegedly not related to the study device and study procedure. Reportedly, the adverse event was not resolved and the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the investigation of the provided information the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g. Restenosis, thrombosis, vessel occlusion. Holding and handling of the system for regular deployment was found sufficiently described. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that three years and four months post a stent placement procedure for the proximal and distal superficial femoral artery stenosis, the subject had an adverse event of ischemia effort of right leg on residual femoro popliteal stenosis lesions. Reportedly, the adverse event was possibly related to study device and not related to study procedure. However, a target lesion re-intervention was performed by using stent graft with initial stenosis of 50% and final residual stenosis of 0%. It was further reported that five years, one month and nine days post a stent placement procedure, the subject had an adverse event of occlusion of the right proximal superficial femoral artery lifestent. Reportedly, the adverse event was possibly related to study device and study procedure. The current status of the patient was unknown.